Event description:
The implanted pump pocket became infected. On (B) (6) 2009, the hcp performed an incision and drainage of the baclofen pump pocket; there was continued wound dehiscence. An additional 3 incision and drainage procedures were performed on (B) (6) 2009, (B) (6) 2009, and (B) (6) 2010. The entire pump and catheter was removed on (B) (6) 2010. Two days later, the pt was experiencing withdrawal. The pump was replaced on (B) (6) 2010. The event was not attributed to the implanted pump system. The hcp categorized the event as a non-serious injury/illness. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).